Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, which remained within normal limits. The lead was subsequently explanted and replaced. The device this rv lead was connected to, was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported. This lead has not been returned for analysis at this time.